Event description:
Report received of an over-delivery. The customer indicated that at 0918, the pump was programmed in the piggyback mode to deliver an unspecified concentration of cardizem in 120ml at a rate of 10ml/hr on line b. It was unspecified what was infusing on line a. At 1130, the pump reportedly "alarmed for air in line" and it was at this time that the nurse noted the solution container on line b was reportedly "empty". The physician was notified and the pt was treated with 940mg of calcium gluconate. The pt was discharged from the hosp in 03, with no reported adverse sequelae. Though requested, no further info was available.